Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty engaging the pump was confirmed through an abbott representative. Although a specific cause for the engagement issue could not be conclusively determined, it was reported that pledgets possibly interfered with pump placement and locking. Upon disassembly of the returned pump, serial number (B)(6), examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. It was discovered that the cuff lock latch arm was bent up and in, towards the inflow cannula. It was also noted that tool marks were present on the cuff lock latch arm. Upon removal of the cuff lock, both of the locking arms appeared deformed. It was reported that pledgets could have interfered with pump placement and locking and that multiple attempts were made to close the lock. If a high load was applied to the cuff lock during these connection attempts, that would have the potential to cause permanent deformation of the locking arms. The deformation of the locking arms could have contributed to the reported blood leak after the pump was engaged. The observed bend in the cuff lock latch arm rendered the lock incapable of closing. It was reported that the lock was closed a second time during the procedure, indicating that the observed damage occurred during the second attempt to open the lock. Difficulty was reportedly encountered during the second attempt to open the lock, which likely contributed to observed tool marks on the latch arm. The evaluation did not identify an issue with the cuff lock assembly that would have contributed to the reported difficulty. It was reported that the unlock tool was pressed into the cuff lock handle and articulated in a levering motion when the difficulty was encountered, rather than a turning motion. This application of force may have contributed to the difficulty opening the lock and the deformation of the latch arm. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 section states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. The heartmate 3 mini apical cuff kit IFU in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported during the initial connection difficulty, it was emphasized fully opening the lock before repeating attempts to engage the lock with the apical cuff. They did not believe increased force was being applied during the initial attempts to connect, but they were less certain about the multiple attempts that occurred after being advised to fully open the lock. They did not note difficulty getting the lock to open the first time but did say the lock was ¿popped¿ open using the unlock tool in a levering/prying motion. The second unlocking attempt where the customer encountered difficulty also utilized a levering motion and the tool seemed to be getting pressed into the cuff lock handle at the same time. When they observed this, they instructed them on the proper turn-key motion that should be used to open the lock with the unlock tool. The cuff lock was eventually opened with the levering motion and that is when the damage to the cuff lock was observed. The second pump that was used for the implant connected easily on the first try.

Event description:
It was reported that surgical team experienced difficulty securing pump to mini apical cuff with yellow line visible on cuff lock. Rep verbalized pledgets observed as possibly obstructing path to lock pump in place. Surgical team coached on pulling cuff lock out before attempting to re-engage and lock in place. Multiple attempts made at modifying pledgets as well as multiple attempts to re-engage pump. Lock eventually pushed in place and yellow line no longer visible. Copious amount of blood pulsating out from left ventricular from around/near pump/sewing ring. Surgical team used cuff unlock tool to unlock pump and inspect. Pump re-engaged with continued bleeding near ventricle. Surgical team attempted to unlock pump from ventricular again and experience significant resistance to dis-engage pump from mini cuff. Rep coached team on proper use of cuff unlock tool. Fracture of apical cuff lock visualized. Surgeon requested another pump. Pledgets sewn into ventricle were modified further. New lvad prepped from backup implant kit. New lvad was implanted and locked in place with ease on first try.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.